Event description:
Clinic notes were received 03/08/2016 for a generator replacement referral. It was reported in the notes for a (B)(6) 2016 visit that the patient was experiencing an increase in seizures. An estimate of battery life was requested by the physician, which estimated that on (B)(6) 2015 there was 0.5 years remaining until the battery life indicator would be flagged and was likely depleted at the time of the events. Notes were received 04/01/2016 from a clinic visit on (B)(6) 2016 which indicated the patient was having prolonged spells of seizure like activity with blank stares and quivering lips, some lasting up to 3 hours and is having generalized clinic tonic seizures. It was clarified in the notes dated (B)(6) 2016 that when his vns was checked at his last visit, it was found to be non-functioning (the failure to program has been reported in MFR report#1644487-2016-01803). The physician indicated it will need to be replaced as soon as possible to improve seizure control. Generator replacement surgery occurred (B)(6) 2016. The company representative who attended the case was able to interrogate the generator and the battery status indicator was not at near end-of-service. The explanted generator was reported to have been discarded by the facility. Additional relevant information has not been received to-date.